Event description:
The medical center had an impella cp support a patient with underlying cancer diagnosis admitted with angina. The patient had an impella access site bleed treated by blood product replacement and placement of a femstop. The team believed the patient to be suffering from a retroperitoneal bleed.

Manufacturer narrative:
The medical center discarded the impella pump product. Further clinical details have been requested. Upon completion of the investigation, a final report will be filed.

Event description:
Procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the bleeding and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01303 was provided in sections b2, b5, h1, and h6.